Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under-infused vancomycin during delivery. A bag of 250 ml vancomycin programmed to infuse, the pump alarmed ¿secondary complete" but approximately half of the medication had infused. As the pump repeatedly indicated secondary completion after only partial volume delivery, requiring multiple flushes to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.